Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported complication is post-operative or patient-specific factors that developed, resulting in the need for revision surgery due to biomechanical loading, patient adherence to rehabilitation protocols, comorbidities, biological healing response, or progression of the underlying condition, rather than device performance or malfunction of the balance hto system. The most likely cause of the reported failure can be attributed to a patient-specific event

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025, it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed complications following a procedure using the ibalance hto system in 2020. It was noted that the hardware had to be removed. No additional information was known